Event description:
Customer reported that she jumped into a swimming pool while wearing the insulin pump. The blood glucose reading was 151 mg/dl. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Failure analysis revealed that the insulin pump had minor scratched display window and cracked battery tube threads. The device had moisture damage on the electronic assembly.